Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam motorpack was unable to dock with the aquabeam handpiece. A new aquabeam handpiece and aquabeam motorpack were used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam motorpack was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam motorpack without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam motorpack/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, sj-um0101-00 rev. C, was reviewed. 5.1 precautions: general as with all surgical procedures, the aquabeam robotic system operator and clinical personnel should follow universal sterile technique. A complete biomedical check is required to ensure equipment is set up and installed properly. Failure to do so may result in user or patient injury. Assess the condition of all components prior to the aquablation procedure. If any component seems damaged or faulty, do not use the device. Replace the suspect device and/or contact procept. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.